Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm tailor flexible annuloplasty ring was implanted in the patient. Postoperatively, the patient had persistent hematuria and hemoglobin (hb) remained low after blood transfusion. An unexplained hemolysis occurred. A reoperation was performed on (B)(6) 2026, the ring got explanted and a new 27mm sjm masters series mechanical heart valve was implanted. The procedure was finished successfully without patient consequence. The patient remained stable throughout the procedure and is currently stable.